Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to foreign substance on the manifold flow assembly and patient output fitting. The manifold flow assembly and patient output fitting were replaced to remedy the report. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a"self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.